Manufacturer narrative:
(B)(4). This customer reported that the device was analyzing more frequently than it should in the AED mode. The involved pt died, but we have not yet confirmed what role the device behavior played in the pt outcome. We are considering this as a malfunction based on the customer report only. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.

Event description:
This customer reported that the device was analyzing more frequently than it should in the AED mode. The involved pt died, but we have not yet confirmed what role the device behavior played in the pt outcome. We are considering this as a malfunction based on the customer report only.